Manufacturer narrative:
This report is submitted on may 16, 2022.

Event description:
Per the clinic, the patient experienced a head trauma (suffers from developmental delay and hits his head often). He's suffered multiple magnet dislodgement and his silicone has been damaged. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 27, 2022.